Event description:
It was reported that myopotential oversensing was observed on the right atrial (ra) lead during a follow-up. Lead insualtion damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging.. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.